Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") and genital haemorrhage ("heavy abnormal bleeding") in a 36-year-old female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included ovarian pain. Concurrent conditions included high cholesterol since 2016, anemia, polycystic ovarian syndrome, ovarian cyst, back pain, pap smear abnormal, dyspareunia, heavy periods, menorrhagia, metrorrhagia, irregular periods, pap smear abnormal, anemia, polycystic ovary, obesity, hypercholesteraemia, chest pain, edema, cough and fever. Family history included hypertension. Concomitant products included celecoxib (celexa) from 2012 to 2017, citalopram since 2012, ibuprofen from 2015 to 2018, salbutamol (albuterol), simvastatin since 2016 and tramadol since 2015. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("migraines / headaches"), migraine ("migraines / headaches") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and migraine was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, headache, depression and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, genital haemorrhage, headache, migraine, pelvic pain, urinary tract infection and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2019: plaintiff fact sheet and mr received, new reporter, patient concurrent condition and event infection (bladder/ urinary tract/vaginal) type: urinary tract infection were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") and genital haemorrhage ("heavy abnormal bleeding") in a 36-year-old female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included ovarian pain. Concurrent conditions included high cholesterol since 2016, anemia, polycystic ovarian syndrome, ovarian cyst, back pain, pap smear abnormal, dyspareunia, heavy periods, metrorrhagia, irregular periods, obesity, hypercholesteraemia, chest pain exertional, edema, cough and fever. Family history included hypertension. Concomitant products included celecoxib (celexa) from 2012 to 2017, citalopram since 2012, ibuprofen from 2015 to 2018, salbutamol (albuterol), simvastatin since 2016 and tramadol since 2015. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and migraine was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, depression and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, genital haemorrhage, migraine, pelvic pain, urinary tract infection and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") and genital haemorrhage ("heavy abnormal bleeding") in a 36-year-old female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included high cholesterol since 2016, anemia, polycystic ovarian syndrome, ovarian cyst, back pain and pap smear abnormal. Family history included hypertension. Concomitant products included celecoxib (celexa) from 2012 to 2017, citalopram since 2012, ibuprofen from 2015 to 2018, salbutamol (albuterol), simvastatin since 2016 and tramadol since 2015. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("migraines / headaches"), migraine ("migraines / headaches") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and migraine was resolving and the genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, headache and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs & medical record received. Lot number added. Reporter's information was added. Patient's demographics was added. Added event migraines ,headaches, depression, plaintiff did not undergo essure confirmation test . Concomitant condition, family condition, concomitant drug were added. Updated outcome of events. Updated onset date of events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.